Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The device had scratches on the front cover. The investigator performed a functional check on the over temperature alarm. The customer reported product problem was verified. The device was found to be out of calibration. The device was re-calibrated, after which it functioned as intended. The device was scrapped however due its age; the device was manufactured in 2006.

Event description:
Information was received that a smiths medical fluid warmer will not over temp.